Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of hypotension, cardiac arrest, and heart failure are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported cardiac arrest and heart failure could not be determined. The hypotension appears to be related to the cardiac arrest. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report cardiac arrest. It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). After the steerable guide catheter was inserted. The patients¿ blood pressure dropped from 140/75 mmhg to 35/15 mmhg and the patient¿s heart rate increased. Right heart failure occurred and the patient went into cardiac arrest. The cause was unknown, as there was no pericardial effusion, no bleeding in femoral vein and no bleeding into the abdomen. Cardiopulmonary resuscitation was performed and the patient stabilized. The procedure was discontinued. No clips were implanted, and mr remained at 4. No additional information was provided.